Manufacturer narrative:
(B)(4). Corrected data. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a bso surgeon says pad fell off of inactive jaw dropped into patient. It was retrieved and intact. It is unknown how the case was completed. There were no patient consequences reported.